Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. Analysis was unable to verify failed battery test alarm, weak battery alarm, off no power alarm, battery out limit alarm, unresponsive button, rewind anomaly, display anomaly, frozen screen, time anomaly and performed displacement, basic occlusion, occlusion, prime, excessive no delivery tests. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 277 mg/dl at the time of incident. The insulin pump will be returned for analysis.